Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported : "revision of an gmrs distal femur/mrh tibia to a gmrs distal femur/ gmrs proximal tibia. This was a tibia only revision due to a loose mrh tibial component. Surgeon stated that bone quality at time of previous revision on 31/8/18 was v poor, and would have straight to a prox tibia if it was available at the time (which it was not)."

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown tibial stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo presented a baseplate, stem and insert in an assembly form. There is excessive tissue/ cement on the back of the baseplate. Nothing else remarkable can be identified based on the photo. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a gmrs tibial component about 3 years postop. I cannot confirm that this event took place since there were no office notes, no preop xrays and no operation reports regarding the possible root cause of this event, I cannot determine it with certainty. If this took place causes of loosening are multifactorial including surgical factors, patient activity, and patient¿s size and activity factors. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee was revised due to a loose mrh tibial component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported : "revision of an gmrs distal femur/mrh tibia to a gmrs distal femur/ gmrs proximal tibia. This was a tibia only revision due to a loose mrh tibial component. Surgeon stated that bone quality at time of previous revision on 31/8/18 was v poor, and would have straight to a prox tibia if it was available at the time (which it was not)."